Manufacturer narrative:
Report late due to asr to individual reporting transition per FDA letter dated june 28, 2019.

Event description:
The clinician reports the implant was inserted (B)(6) 2015 in fdi 16. On (B)(6) 2019, loss of osseointegration was verified. Patient presented with bone type iii and fair oral hygiene. The device was forwarded to the manufacturer. At the event the patient experienced: infection and abscess. No further patient complications were reported.